Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack on the shaft of the catheter. The catheter was inserted into the patient in the intensive care unit on (B)(6) 2017. Thirty-one days after placement, there was a crack on the shaft found near the funnel.

Manufacturer narrative:
Received 1 used catheter for evaluation. The reported event was confirmed with an unknown cause. Per the visual inspection, it was noted that the shaft was damaged/cut between the shaft and the funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was a crack on the shaft of the catheter. The catheter was inserted into the patient in the intensive care unit on (B)(6) 2017. Thirty-one days after placement, there was a crack on the shaft found near the funnel.